Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used for a thrombectomy procedure. During procedure, it was noted that system error 56 or actuatuator controller fault error and system error 72 or actuator found moving error occurred. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the ultra console was received by san jose cis in good condition with no physical damages/defects observed. The ultra console was plugged in to wall outlet source and failed test steps 1.2 to1.14. The user interface controller showed error (56 - actuator controller fault and then error 72 - actuator found moving) during the time of testing. The unit was power reset at the main controller and main power at the lower back of the console, but the system failed. The unit failure was due to bad up/down actuator position sensor that could be corrected during pm calibration, therefore error 56 then later was 72 appeared to be confirmed.

Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was used for a thrombectomy procedure. During procedure, it was noted that system error 56 or actuatuator controller fault error and system error 72 or actuator found moving error occurred. The procedure was cancelled. No patient complications were reported.